Event description:
The patient received inappropriate therapy. Several alert conditions were observed upon interrogation. When the egms were reviewed, a shorted output stage and lead fracture was suspected. Both the ICD and the lead were explanted. Lead damage was found during the procedure.

Manufacturer narrative:
.

Manufacturer narrative:
External insulation abrasion was noted at 11.4-11.6cm and 11.4-11.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 18.5-19/3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of an output anomaly.